Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain") and genital haemorrhage ("constant bleeding/uncontrollable bleeding") in a 29-year-old female patient who had essure (batch no. C06524) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I and parity 1 (satisfied parity) on (B)(6) 2014. She did not experience a hypersensitivity reaction to nickel or any other component of essure. Previously administered products included for an unreported indication: depo-provera. Concurrent conditions included uterine bleeding (endometrial biopsy done on (B)(6) 2015), endometriosis, vaginal discharge abnormality (vaginal discharge is a variety of colors (white, red, brown, yellow)), irregular periods (hasn't had a normal period excessive and frequent menstruation with irregular cycle) and itching. Concomitant products included contraceptives nos, docusate sodium, ibuprofen and oxycodone. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced abdominal pain lower ("lower abdomen pain(sharp/inconsistent)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), feeling abnormal ("fogginess"), disturbance in attention ("trouble focusing"), abdominal pain ("severe and persistent abdominal pain/abdominal pain") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"). The patient was treated with ethinylestradiol;norethisterone acetate (loestrin) and surgery (laparoscopic bilateral salpingectomy was done. And on (B)(6) 2017, laparoscopic exploratory surgery was done). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and mental disorder outcome was unknown, the genital haemorrhage, abdominal distension, feeling abnormal and disturbance in attention had resolved and the abdominal pain and abdominal pain lower had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, disturbance in attention, feeling abnormal, genital haemorrhage, mental disorder and pelvic pain to be related to essure. The reporter commented: she have had were just related to natural changes in her body. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: essure was properly placed. Ultrasound doppler - on (B)(6) 2015: results: sonographic ally normal female pelvis. Diagnostic results: on (B)(6) 2016: clinical diagnosis and history: right fallopian tube and ~coil". In formalin is a fragmented (in two pieces) tortuous fusiform fallopian tube with a fimbriated end measuring together overall 7.6 cm in length and ranging from 0,5 cm to 0.9 ~m in diameter. Noted on the serosal surface£ are two, thin-walled, clear, fluid-filled, cyst-like structures measuring up to 0.7 cm in diameter, also received within the container is a stretched out metallic: silver coil measuring 2,6 cm in length and 0.2 cm in diameter. Left fallopian tube and ~coil". In formalin is a fragmented (in two pieces) tortuous fusiform fallopian tube with a fimbriated end measuring together overall 7.5 cm in length and ranging from 0.4 cm to 0.6cm noted multiple thin-walled, clear, fluid-filled, cyst-like structures measuring up to 0.7 cm in diameter, also received within the container is a stretched out metallic: silver coil measuring 4 cm in length and 0.1 cm in diameter. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Reporter information updated. Outcome of event "genital haemorrhage" was updated from "recovering" to "recovered" and outcome of event "abdominal pain" was updated from " not recovered" to "recovered". Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain") and genital haemorrhage ("constant bleeding/uncontrollable bleeding") in a 29-year-old female patient who had essure (batch no. C06524) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I and parity 1 on (B)(6) 2014. She did not experience a hypersensitivity reaction to nickel or any other component of essure. Concurrent conditions included uterine bleeding (endometrial biopsy done on (B)(6) 2015), endometriosis and vaginal discharge abnormality. Concomitant products included contraceptives nos, docusate sodium, ibuprofen and oxycodone. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced abdominal pain lower ("lower abdomen pain(sharp/inconsistent)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), feeling abnormal ("fogginess"), disturbance in attention ("trouble focusing"), abdominal pain ("severe and persistent abdominal pain/abdominal pain") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"). The patient was treated with anovlar (loestrin), surgery (laparoscopic bilateral salpingectomy was done.) And surgery (on (B)(6) 2017, laparoscopic exploratory surgery was done). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and mental disorder outcome was unknown, the genital haemorrhage was resolving, the abdominal distension, feeling abnormal and disturbance in attention had resolved and the abdominal pain and abdominal pain lower had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, disturbance in attention, feeling abnormal, genital haemorrhage, mental disorder and pelvic pain to be related to essure. The reporter commented: she have had were just related to natural changes in her body. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: essure was properly placed. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain") and genital haemorrhage ("constant bleeding/uncontrollable bleeding") in a 29-year-old female patient who had essure (batch no. C06524) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I and parity 1 on (B)(6) 2014. She did not experience a hypersensitivity reaction to nickel or any other component of essure. Concurrent conditions included uterine bleeding (endometrial biopsy done on (B)(6) 2015), endometriosis and vaginal discharge abnormality. Concomitant products included contraceptives nos, docusate sodium, ibuprofen and oxycodone. On 2(B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced abdominal pain lower ("lower abdomen pain(sharp/inconsistent)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), feeling abnormal ("fogginess"), disturbance in attention ("trouble focusing"), abdominal pain ("severe and persistent abdominal pain/abdominal pain") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"). The patient was treated with anovlar (loestrin), surgery (laparoscopic bilateral salpingectomy was done.) And surgery (on (B)(6) 2017, laparoscopic exploratory surgery was done). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and mental disorder outcome was unknown, the genital haemorrhage was resolving, the abdominal distension, feeling abnormal and disturbance in attention had resolved and the abdominal pain and abdominal pain lower had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, disturbance in attention, feeling abnormal, genital haemorrhage, mental disorder and pelvic pain to be related to essure. The reporter commented: she have had were just related to natural changes in my body. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: essure was properly placed. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. New reporters and patient¿s demographic updated. Concomitant disease and treatment drug added. Product indication updated and lot no. Added. Events outcome changed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain") and genital haemorrhage ("constant bleeding/uncontrollable bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I and parity 1 on (B)(6) 2014. She did not experience a hypersensitivity reaction to nickel or any other component of essure. Concurrent conditions included uterine bleeding. Concomitant products included contraceptives nos, docusate sodium, ibuprofen and oxycodone. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 515 year after insertion of essure, the patient experienced abdominal pain lower ("lower abdomen pain(sharp/inconsistent)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal distension ("bloating"), feeling abnormal ("fogginess"), disturbance in attention ("trouble focusing"), abdominal pain ("severe and persistent abdominal pain/abdominal pain") and mental disorder ("essure caused or aggravated any psychiatric and/or psychological condition"). The patient was treated with surgery (laparoscopic bilateral salpingectomy was done.) And surgery (on (B)(6) 2017, laparoscopic exploratory surgery was done). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, feeling abnormal and mental disorder outcome was unknown, the genital haemorrhage, abdominal distension and disturbance in attention was resolving and the abdominal pain and abdominal pain lower had not resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, disturbance in attention, feeling abnormal, genital haemorrhage, mental disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: essure was properly placed. Most recent follow-up information incorporated above includes: on 22-nov-2017: event severe and permanent injuries was deleted. Events added- constant bleeding/uncontrollable bleeding, bloating, fogginess, trouble focusing, severe and persistent abdominal pain and severe and persistent pain. Historical conditions, concomitant drugs and lab data added. Essure legal manufacture has changed from bayer healthcare, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.